Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune-like symptoms') and neck pain ('neck pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), nervous system disorder ("neuromuscular problems"), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), cataplexy ("narcolepsy with cataplexy"), narcolepsy ("narcolepsy with cataplexy"), endometriosis ("endometriosis "), cystitis interstitial ("interstitial cystitis"), fibromyalgia ("fibromyalgia"), osteoarthritis ("osteoarthritis"), abdominal discomfort ("abdominal pain/ discomfort"), abdominal pain ("abdominal pain/discomfort"), fatigue ("fatigue"), peripheral swelling ("feet swelling (unable to stand at work more than an hour)"), myalgia ("muscle aches"), muscle tightness ("muscle tension"), paraesthesia ("needle sensation on skin"), hot flush ("hot flashes"), chills ("cold chills"), insomnia ("insomnia"), dental caries ("tooth decay"), depression ("depression"), mood swings ("mood swings"), anxiety ("anxiety"), migraine ("migraines"), mental disorder ("mental breakdown"), joint swelling ("swelling of knee"), arthralgia ("pain of knee") and neck pain (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with botulinum toxin type a (botox) and surgery (bilateral salpingectomy with cornual resection and replace two vertebrae and add spacers between vertebrae in neck). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, infection, urinary tract disorder, dyspareunia, nervous system disorder, autoimmune disorder, dysmenorrhoea, cataplexy, narcolepsy, endometriosis, cystitis interstitial, fibromyalgia, osteoarthritis, abdominal discomfort, abdominal pain, fatigue, peripheral swelling, myalgia, muscle tightness, weight increased, paraesthesia, hot flush, chills, insomnia, dental caries, depression, mood swings, anxiety, migraine, mental disorder, joint swelling, arthralgia and neck pain outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, anxiety, arthralgia, autoimmune disorder, cataplexy, chills, cystitis interstitial, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, hot flush, infection, insomnia, joint swelling, mental disorder, migraine, mood swings, muscle tightness, myalgia, narcolepsy, neck pain, nervous system disorder, osteoarthritis, paraesthesia, pelvic pain, peripheral swelling, urinary tract disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.